Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent removal of a locking compression plate one-third tubular plate with collar 8 holes/93mm and unknown screws along with two (2) 4.0 unknown cannulated screws due to pain. There was one broken syndesmotic screw that was removed successfully along with all the other hardware. There were no fragments generated, however, the removal of the broken, damaged device or fragments was done easily without additional intervention with screw removal set. There is no surgical delay. Procedure was successfully completed. There is no patient consequence. Concomitant devices reported: lcp one-third tubular plate with collar 8 holes/93mm (part # 241.381, lot # 500859, quantity 1), unknown screws: cortex (part # unknown, lot # unknown, quantity 7), unknown screws: 4.0 mm cannulated (part # unknown, lot # unknown, quantity 2), washer 7.0mm (part # 219.98, lot # unknown, quantity 2). This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4).